Event description:
During lap chole procedure, the laparoscopic suction irrigation plastic instrument broke when surgeon was moving it around as he normally does. It was weak and broke. No pieces left in pt. No pt harm.